Event description:
The customer reported observing albumin flyers for multiple patient samples involving the beckman coulter au2700 clinical chemistry analyzer. The customer proceeded to replace the sample probes following the erroneous results with sample probes which had been cleaned and sonicated. The customer alleged that sample recovery issues persisted after placing the sample probes. It is unknown if there were any visual signs of damage to the probes in use. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Beckman coulter albumin reagent lot number 4477 and system calibrator lot number 115/116 were used in conjunction with the analyzer for this event.

Manufacturer narrative:
The customer proceeded to change to new and unused probes to resolve the issue. The customer confirmed that no further issues were observed with albumin results, and a beckman coulter field service engineer (fse) was not dispatched for this event. Beckman coulter noted that positive flyers can be generated as a result of old or damaged probes.